Event description:
It was reported that the patient presented to the emergency room (ER) with complete heart block. Device interrogation revealed that the right ventricular (rv) lead exhibited loss of capture at maximum output and decreased r waves sensing. Fluoroscopy confirmed that the rv lead had dislodged. The rv lead was explanted and replaced. There were no patient consequences.